Manufacturer narrative:
To date no product or data have been shared. Clinical questions have been requested but, to date no reply has been shared. Upon completed investigation, a final medwatch will be filed.

Event description:
A patient was admitted to facility in (B)(6) and the team attempted to place the 14fr introducer to allow for placement of the impella cp. After placement of the 14fr introducer, the team noted there was damage to the introducer and the patient was sent to surgery for vascular repair.

Manufacturer narrative:
Since the initial medwatch was filed, the investigation has completed. The cause of the introducer damage which lead to a vascular repair could not be determined. The complainant in the EU did not return any product for analysis. Sufficient clinical information was also not shared. The failure mode will be monitored and trended.